Event description:
It was reported that the "up" arrow buttons is not always responding, and the issue has been going on for a couple of weeks. The pump is reportedly worn attached to the patient's belt.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the evaluation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. Unrelated to the complaint, evaluation also revealed that there were no problems found with the display screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.